Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 32mm mitral annuloplasty ring, it was explanted and replaced with a 27mm mitral bioprosthetic valve. The reason for the replacement was due to the surgeon not being satisfied with the repair upon review of the post repair echocardiogram (echo). It was reported that the 32mm mitral annuloplasty ring did not malfunction and no additional adverse patient effects were reported.